Manufacturer narrative:
There is no allegation against any da vinci product associated with this event, therefore; no product was returned for failure analysis investigation. A review of the system logs for this procedure found that the system functioned normally with no intraoperative events or issues found. A review of the five subsequent procedures performed on this system found no anomalous or unexpected events; the system functioned normally with no intraoperative events or issues observed in the system logs. The following concomitant products were used during the procedure: 30 degree endoscope, prograsp forceps, permanent cautery hook, fenestrated bipolar forceps, vessel sealer extend, large suturecut needle driver. A site history review found no complaints have been reported for the instruments used during this procedure. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report died during a liver resection after the surgeon got into bleeding while attempting to dissect lymph nodes near the vena cava. How this injury occurred is not provided. There is no allegation against any intuitive surgical product or instrument. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical product or instrument contributed to this event. .

Event description:
It was reported that during a da vinci assisted liver resection procedure, bleeding occurred at the inferior vena cava (ivc) and the procedure was converted to open; the patient expired the same day. The surgeon informed the intuitive clinical sales representative that while dissecting a lymph node off of the ivc the vessel was damaged and began to bleed. The surgeon used unspecified da vinci robotic instruments to apply pressure to the bleeding ivc and begin suturing the vessel, and laparoscopic suction was applied at the bedside. The surgeon stated that the vessel was about 80% sutured when they observed the patient was coding and the procedure was converted to open. It is unknown if resuscitative efforts were performed. No information was provided on whether the patient expired in the operating room or at an unspecified time later that day. The surgeon reported that there were no da vinci product issues that caused or contributed to the bleeding or caused any issues with interventions performed. Requests were made to the surgeon for additional information; however, no response was received.